Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, leaking from the housing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22ga x 0.75in safestep infusion set was returned for evaluation. An initial visual observation revealed biological residue on the sample and the safety mechanism was observed to be engaged. A functional test of flushing and pressurizing the infusion set with water was performed. A leak was observed where the needle exits the housing. A microscopic observation revealed bubbles in the adhesive fillet within the needle housing. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. The supplier has been notified of this event and corrective actions have been opened. This complaint will be recorded for future trending and monitoring purposes.